Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, our technician confirmed that the rubber trim collar broken, the light guide cable perforated, the insertion flexible tube crushed, the bending rubber leak, the light guide cable leak, the bending rubber cut, the remote control buttons cut, the distal body worn out, the insertion flexible tube bump, the light guide cable bump, and the suction channel kink; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the nozzle falls into the human body. Therefore, based on the technical report "hr-rpt-0585 (nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.